Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with meropenem injection (1 gm, once a day, frequency and duration were not reported), vancomycin injection (1 gm, once a day, frequency and amikacin injection (125 mg, once a day, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.